Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of right great toe injury, right great toe infection, toe amputation not healing properly, touch contamination, peritonitis, and shortness of breath in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2006, the patient began treatment with dianeal pd4 ambuflex 2.5 liters, 7 exchanges daily, ip (intraperitoneally) and dianeal pd4 ultrabag therapy, 2 liters for 1 mid-day exchange, ip, for peritoneal dialysis (pd) therapy. Dianeal therapies were reported as ongoing. During a call with baxter technical service (bts) regarding an unrelated alarm with the homechoice (hc) device, the following was reported. On an unreported date, the patient had an infection and was hospitalized for 2 months. The patient underwent toe amputation. On an unreported date, while in the hospital, the patient experienced peritonitis and received unspecified antibiotic treatment (route, dose, frequency, and lot number not reported). On (B)(4) 2012, information was received from a consumer and also from a nurse, which medically confirmed this report as follows. On an unreported date in 2012, the patient had a right great toe injury, which became infected. On (B)(6) 2012, the patient was hospitalized for the right great toe infection. On (B)(6) 2012, the patient underwent an amputation of the right great toe due to the event. On an unreported date in (B)(6) 2012, the patient noted that her amputated toe was not healing properly. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On that same day, the patient experienced shortness of breath and peritonitis manifested by abdominal pain and cloudy pd effluent and called 911. The paramedic treated the patient with oxygen for shortness of breath. On (B)(6) 2012, the patient was re-admitted to the hospital for the peritonitis. The nurse confirmed the cause of peritonitis was touch contamination (onset and details not reported). The nurse stated that an exit site or tunnel site was not associated with the peritonitis. The patient was treated with an unspecified antibiotic for the peritonitis. It was not reported whether the patient was re-trained or re-educated on aseptic technique. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of the touch contamination was not reported. The outcome of the toe amputation not healing properly was reported as recovering. The outcome of the right great toe injury, right great toe infection, peritonitis, and shortness of breath was reported as recovered on unspecified dates 2012. The cause of the toe amputation not healing properly and the cause of the touch contamination was not reported. The nurse reported the cause of the right great toe injury, right great toe infection, peritonitis, and shortness of breath all as unrelated to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.